Event description:
Initial result for a patient calcium was 10.9 mg/dl. When repeated, the result was 10.0 mg/dl. The incorrect result was not reported. Correct sample handling was reviewed with the account to resolve the issue.